Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation.   Inspection of the front connector ports revealed that the genconnect port has physical damage from an undetermined event confirming the reported event. Power was applied to the amplifier and the amplifier passed power-on-self-test. Evaluation of the board status showed that all boards status were green indicating passing results. Evaluation of the logs revealed showed no reportable symptoms on the field reported date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was confirmed, and the root cause was attributed to physical damage to the genconnect port.

Event description:
During an la flutter procedure, the visual of the ablation catheter appeared deformed and some electrodes were unable to be seen properly. The connections were changed but the issue persisted. It was noted that the pins of the ablatio connecter in the amplifier were deformed. The procedure could not continue and had to be rescheduled. There were no adverse patient consequences.